Event description:
The device was used to administer a synchronized countershock to a pt. The device was set up to display lead v5 and lead ii. After the shock was administered, the device allegedly failed to display the pt's ECG and displayed only a flat trace and a "connect electrodes" warning message. The operator cycled device power after which proper operation was restored. The rptr indicated there were no adverse effects to the pt as a result of the alleged malfunction.